Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. No changes were reported. The patient was stable.

Event description:
New information received notes the patient's right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.